Event description:
It was observed during device inspection; upon angulation no image was noted. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated and as stated in section b5 , inspection found when up angulation was performed, there was no image on the device. Based on investigation, the root cause of the reported issue cannot be conclusively identified. The probable cause could be component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.